Manufacturer narrative:
The consumer stated he got up then sat back down on the seat of the rollator, and reportedly fell. After the fall, the user noticed the frame is now crooked. Past history with similar products indicates that user instability and sudden/improper device loading is the most likely cause of this incident. The consumer allegedly had x-rays taken and no serious injury is reported. Malfunction is not confirmed. MFR is attempting to obtain product for inspection. MDR filed based on medical intervention.

Event description:
The consumer states he got up and then sat back down on the seat of the rollator when he allegedly fell and the frame of the rollator was allegedly crooked. No serious injury is alleged.